Event description:
Reporter alleged the customer obtained the result of 18.6 mmol/l on the mobile system compared back to back with a result of 3.8 mmol/l on the aviva system when testing was performed within 10 minutes. Reporter alleged that at another time the customer obtained the result of 30.0 mmol/l on the mobile system compared back to back with a result of 7.0 mmol/l on the aviva system when testing was performed within 10 minutes. Reporter stated the customer felt like she was having hypoglycemic symptoms, but she managed to correct it with her parents. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. Reference medwatch report with (B)(6) for the aviva suspect device system used.